Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported that the tip of the ar-9126rp is defective and surgeons are experiencing issues passing the coated portion of the flexible 2.8 nitinol pins through the reamer.